Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and duplicated the reported phenomenon due to the ccd failure. As a result of the evaluation, the following was confirmed. The camera cable was flooded. Based on the information provided by sorc, omsc determined there was the possibility this phenomenon was attributed to the insulation failure of the subject device because the camera cable was bent or twisted, and water got inside the subject device from the damaged part and insulation was deteriorated. Omsc checked the device history record of the device, there was no irregularity found. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.